Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a time and date issue. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/09/2016 with the following findings: a review of the black box revealed the time and date reset to default after the pump was powered off for more than 24 hours. The time and date issue was not able to be reproducded during investigation.